Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wand shows extensive electrode erosion with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the device was connected to a compatible coblator ii controller and performed on the remaining parts of the electrodes. The suction line was tested and performed as intended; the saline line was tested and performed as specified on all three openings the complaint was confirmed as the device had extensive erosion of the electrodes.the root cause could not be determined with certainty. Factors, which may have contributed to the complaint event: (1)rate of ablation (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate and depth/amount of pressure on the tissue ablation (5)fluid management. . There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a tonsillectomy and adenoidectomy procedures, the metal electrode of the wand was found cracked. No patient injuries or delay were reported. A back-up device was available to complete the surgery. All the broken pieces were removed from the patient's anatomy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.